Event description:
A customer reported that a phacoemulsification handpiece became hot during a cataract surgery. The surgery was completed successfully by using the same handpiece. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received, and a visual assessment of the returned sample revealed a damaged cable. The returned phaco handpiece sample was connected to a calibrated ophthalmic console. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured per the product design specification and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to not meet company specifications per manufacturing test procedure (mtp). Disassembling the handpiece revealed moisture ingress within the electrode chamber. No problem was found as it relates to the reported event of a hot handpiece. Therefore, the reported event was unable to be confirmed. Unrelated to the reported event, moisture ingress within the electrode chamber was found to cause poor phaco power. However, how, or when moisture entered the handpiece remains inconclusive. Additionally, a damaged cable was observed during visual evaluation. However, how, or when the nonconformity occurred remains inconclusive. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).